Event description:
It was reported that the 9800 system c-arm will not raise or lower. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified that the key switch was not fully engaged. Replaced the key switch and collimator cover. The system was tested and found to be working as intended, and placed back into service.